Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the distal end of the duodenovideoscope had residual liquid and the inside of the light guide lens had a stain. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed residual liquid at distal end, and it was presumed that the foreign material may not had been removed because reprocessing could not be conducted properly due to leakage from scope-cover packing. Additionally, it was confirmed stain inside of the light guide lens, and the presumable cause could be that the guide-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded light guide-lens which led to corrosion, leading to the suggested event. The type of the material or root cause could not be identified for these cases. The events can be detected and prevented by following the instructions for use: relating to residual liquid at distal end: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Relating to stain in light guide-lens: IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.